Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The escape button did not respond due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It was reported that the insulin pump had an unresponsive keypad, which was not resolved by a battery change. The blood glucose reading was 125 mg/dl. The customer did not know of any significant events leading up to the keypad issues. Advised replacement of the insulin pump. Nothing further reported.